Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Vsds may be of congenital origin, may be acquired as a result of penetrating trauma, blunt trauma, post-surgical contusion, myocardial infarction or perforation at cardiac catheterization. Post myocardial infarction vsds is a rare but serious complication, which may result in cardiac wall rupture. Septal perforation develops on the average 2¿3 days after myocardial infarction. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the exact cause of the ventricular septal defect cannot be confirmed as imaging was not available for edwards lifesciences to review. It is possible that a vascular injury undetected during the tavr procedure could have contributed to the vsd. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
The patient had an uneventful transfemoral tavr procedure with normal valve deployment and properly functioning 26mm sapien xt valve. The aortic annulus diameter measured 23mm x 28 mm by CT with moderate leaflet calcification. Post deployment the valve position was 50:50 aortic ventricular. Post operative day 1 (pod-1) in ICU the patient experienced hypotension and a-fib, and was re-intubated. An echo performed showed the xt valve functioning normally. Then on pod-2 the patient experienced a pulseless electrical activity (pea) arrest. A repeat echo was performed and an apical ventricular septal defect (vsd) was noted. The patient remained on life support until pod-3, when the family withdrew care. No autopsy will be performed.

Event description:
The patient had an uneventful transfemoral tavr procedure with normal valve deployment and properly functioning 26mm sapien xt valve. The aortic annulus diameter measured 23mm x 28 mm by CT with moderate leaflet calcification. Post deployment the valve position was 50:50 aortic ventricular. According to the operative report, following deployment of the xt valve, the patient developed a brief period of hypotension and intra-op v-fib arrest, requiring inotropic support and transient CPR. The pressure quickly recovered and the patient stabilized hemodynamically. Tee demonstrated a good stent valve position about 1mm below the native annulus with trivial paravalvular leak (pvl). The physicians felt that the procedure went well with good positioning of the valve and excellent hemodynamics. Following the tavr procedure the patient remained somewhat hypotensive, but was alert and reported feeling well. On the next day the patient had 3 or 4 episodes of very briefly becoming very hypotensive, bradycardic, and unresponsive. These episodes would resolve after a few seconds. An echo on that day showed excellent valve position and function. There were poor acoustic windows and the apex was not clearly seen. On the morning of pod-2 the patient was stable enough to move to the chair. Shortly after moving the patient to the chair, he experienced a pulseless electrical activity (pea) arrest. He was successfully resuscitated, intubated and inotropic support was increased. A repeat echocardiogram now demonstrated a large apical ventricular septal defect (vsd). An iabp was then inserted for hemodynamic support. He developed refractory hypotension, cardiogenic shock, acute on chronic renal failure, shock liver and multi-organ failure. Cvvhd was started in an attempt to treat the acidosis. Despite all these measures, he continued to deteriorate. The patient remained on life support until pod-3, when the family elected to withdraw support and make his status comfort measures only. A morphine drip was initiated, pressors and the vent were removed, and the patient passed away. No autopsy will be performed.